Event description:
The account stated that the cell-dyn analyzer is generating has generated discrepant results on many parameters. The account stated that the initial values were half the value of the restes results. The account provided the following results. Wbc, rbc, rbc-o, hgb, mcv, plt, plt-I, flag initial 6.95, 2.29, 2.33, 7.18, 94.9, 265, 308; ig retest 12.3, 3.43, 3.54, 11.2, 94.4, 379, 445 ig, (pic/poc) units of measurement are; wbc (k/ul), rbc (m/ul), hgb (g/dl), mcv (fl) and plt (k/ul). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The instrument history was reviewed within the last 30 days and an issue with the aspiration probe had occurred. It was not determined whether the issue was related to the aspiration error. When reviewing the data, the first run showed immature granulocyte flagging. The second run showed invalid platelet o (optical) and platelet I (impedance), ig and pic/ poc delta flagging. No problem with the scatter gram shape was observed. A field service engineer was dispatched for issue resolution. Inspection of the cell-dyn sapphire instrument showed that there was an idle time of about seven minutes before showing the subject result and the specimen that was tested immediately before it had fibrin. There was a possibility that the fibrin had remained in the suction area of the aspiration probe and gave an impact to specimen suction. This issue was assigned to a field service engineer (fse) for investigation. On (B)(6) 2009, a review of the data log by the fse found a difference in test results between the initial run and rerun in all parameters. The fse suspected fibrin in the specimen that was run immediately before the subject specimen and fibrin clogged the aspiration probe. The fse washed the aspiration probe, cleaned the front and rear dilution cup, mix pot and changed the clot sensor for ease of fibrin detection. The fse confirmed normal results by running quality controls and specimens test. The instrument was performing within specifications. Based on the investigation, no product issue was identified for the cell-dyn sapphire in regards to the reported event.